Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the backup controller was exchanged due to not emitting a high priority alarm when tested and also did not keep time. It was stated that there were no effect on patient and an elective controller exchange was performed. No additional information available.

Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller was confirmed during bench testing. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power-up event on (B)(6) 2016 at 03:08:57. Prior to this event the controller was connected to batteries (bat312834 and bat319234) at 97% and 25% remaining charge, respectively. Following this event the controller was connected to an ac adapter and battery (bat312834) at 96% charge. The controller power-up event was most likely the result of a double disconnect of external power sources from the controller. Analysis of the device revealed that the device failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. Internal inspection of the controller showed that the internal battery that powers the no power audible alarm was faulty; one of the battery's cells showed signs of leakage. Without a functioning internal battery, the controller is unable to power no power audible alarms when disconnected from external power. The manufacturer has opened an internal investigation to evaluate no power audible alarm failures. The most likely root cause of the no power audible alarm failure can be attributed to a leaky nickel metal-hydride battery. The most likely root cause of the loss of power can be attributed to a double disconnect of external power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A report was received that a patient had a double disconnect event while sleeping and that this was associated with a lack of a high priority alarm. The device was exchanged with no reported patient consequence. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. The IFU warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.